Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2013 08:11:58. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code ¿ 3372. (B)(6). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.